Manufacturer narrative:
The service engineer (se) inspected the device and found the exhalation valve flow sensor (evq) seal was installed incorrectly. The se corrected the seal, performed extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator stopped ventilating. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.